Manufacturer narrative:
Concomitant medical products: product ID: 620bg29, product type: heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) for short v-v intervals and non-sustained episodes of oversensing occurred and the patient received a shock. The patient was in surgery at the time of the treated episode and the sensing issues were determined to be from cautery. The shocks were suspected to be inappropriate. Additionally, the right ventricular (rv) lead exhibited possible diminished sensing over time. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.